Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the scope did not connect to the video system due to fluid ingress. Also, evaluation found the following: the bending cover was leaking. There were serious dents at the insertion section. Light guide was scratched. Objective lens was cracked inside. Blackout screen occurred occasionally due to corrosion of plug unit. Objective lens was immersed; there were stains inside the objective lens after drying it, resulting in shadows at the bottom left and bottom of the image. Light guide connector was immersed and rusty. Remote switch was immersed; printed circuit board and printed circuit board were immersed. Scope connector cover unit was dirt. Switch 1 was dirty. Switch 4 was dirty, and switch box was dirty. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was unable to connect/recognize to video system. The issue occurred during the reprocessing. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found there was a white crystal contamination within the auxiliary channels. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was a simethicone type product. Olympus will continue to monitor field performance for this device.